Manufacturer narrative:
Internal notification number: (B)(4) device. Reference code pl770su, device name caiman maryland non articulat.d5/360mm, serial number n/a, batch number 52534443, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 23.07.2019. The instrument arrived in a clean condition. Failure description - the instrument arrived with detached pivot jaw. The detached pivot jaw was enclosed. Investigation - used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840 · digital-camera "panasonic dmc tz8". First we made a visible inspection of the jaw. Except the absent pivot jaw and the absent leaf spring, we found no other abnormalities. In the next step we made an inspection of the lower jaw / pivot jaw housing. Here we noticed the imperfect fixation notch. The notch is necessary to fix the pivot jaw in its position. The position of the leaf spring under the pivot jaw in a proper instrument is marked. Batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is manufacturing related. Rationale - the crimping notch which is responsible for the fixation of the pivot jaw was performed insufficiently. Corrective action - a product safety case was requested (psc 2019 - 074).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product caiman maryland instrument. During therapy, the lower jaw broke off. There was no patient harm. There was no intervention or x-ray required. The adverse event is filed under aag reference (B)(4).